Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a leak from the main body of the 7mm soft flow angled arterial cannula. After aortic cross-clamping, the segment clamped with forceps was broken and blood leaked. It may have been clamped at the base of the forceps. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or no adverse consequences to the pt.